Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia while using the ilet device with a highest recorded blood glucose (bg) of 350 mg/dl. The user was performing a supply change and noted leftover insulin in the cartridge, which was not reused. A full supply change was completed, insulin delivery resumed, and bg began to trend down. The device provided a high bg alert. No medical intervention was required.